Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient was recommended device non-use. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed cut silastic overmold at the electrode lead as well as damaged silastic overmold on the bottom cover. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires at the electrode lead. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short from a power node to the electrode ground case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report.